Event description:
It was reported that the patient underwent a sling procedure in 2006. At the end of the procedure, the surgeon realized that he had "button-holed" the vaginal epithelium with the inserter. The surgeon was able to pull the vaginal mucosa over the mesh and suture it closed. The mesh remained implanted in the patient in its proper location. The procedure time was extended a few minutes while the suturing was performed. No further medical or surgical intervention was required. Postoperatively the patient has done well, she was seen by the doctor and has experienced no adverse outcome as a result. The patient is now continent of urine.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.